Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose around (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 216 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer also stated they had been hospitalized for diabetes a year and a half ago. The customer also reported going high up to 280 mg/dl and suspected pump under delivery, however, the pump passed a high pressure test. The insulin pump will not be returned for analysis.